Event description:
The following has been reported: customer reported: upon classroom setup, fk nurse, noted tubing's where the secondary port fell off. So, it was not bonded properly. There are 10 instances of the same complaint. Patient harm: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.